Event description:
A patient was implanted with 3.5mm lcp hook plate and four screws for a right distal humerus fracture in the (B)(6) 2012. It is reported patient fracture is healed, but the 4.0mm cannulated screw backed out and patient developed an infection at skin level. Patient was returned to or on (B)(6) 2013 for removal of all hardware. This report is #4 of 5 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.